Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Event description:
It was reported that undeliverable insulin occurred during use with a 1 ml bd slip tip syringe with attached needle. The following information was provided by the initial reporter, "patient missed 1 dose today because she has had issues using the needles to draw up the diluent. She claims that the needles are not sharp enough and don't go into the diluent. She also stated that the needles on the bd syringe for injection are bending and causing her to bruise. Additionally, she claims to have been shorted #12 of the bd 1ml sub-q 26g with 5/8" needle from the manufacturer. So, she is out and missed her dose today.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that undeliverable insulin occurred during use with a 1 ml bd slip tip syringe with attached needle. The following information was provided by the initial reporter, "patient missed 1 dose today because she has had issues using the needles to draw up the diluent. She claims that the needles are not sharp enough and don't go into the diluent. She also stated that the needles on the bd syringe for injection are bending and causing her to bruise. Additionally, she claims to have been shorted #12 of the bd 1ml sub-q 26g with 5/8" needle from the manufacturer. So, she is out and missed her dose today.